Manufacturer narrative:
The product was not returned however, a picture of the seal area was inspected and it was confirmed that the seal was not intact. There is evidence on the bag that a seal was applied, but was not sufficient to maintain the seal. Review of the DHR found no discrepancies. Review of the complaint history determined that no further action is required as no were trends identified. The root cause was determined to be human error and packing issue. (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner packaging was not sealed and was opened. The screw was missing from the bag and box. There was no delay in procedure and no patient involvement. No further information has been provided.